Event description:
The device was applied during a right hemi cholectomy procedure. Reportedly, the instrument did not fire properly with the fourth disposable loading unit. The surgeon manually sutured to complete the procedure. The hsop has reported that no pt injury occurred.